Event description:
The customer reported the unit show "low pressure" alarm. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. The authorized service personnel (asp) replaced the gas delivery system (gds). Performed test and verification. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred. The cause of the reported issue is gas delivery system (gds). Based on the review of (pressure error, proximal pressure accuracy) low pressure alarm, device context of use is unknown; however, it was noted that the problem was found prior to patient use and there was no patient harm or injury reported. Risk level associated with this complaint is 0.